Manufacturer narrative:
Additional narrative:this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the trigger/slider was blocked, jammed and was moving heavy. It was further determined that the lower trigger was jammed. It was further determined that the device failed pretest for check proper function of the triggers and check response of on/off trigger. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the trigger on the battery handpiece device was difficult to press and the device did not run immediately after the trigger was pressed. It was further reported that the lid device was difficult to assemble onto the handpiece device when the lid device was turned on the handpiece device and turned to the lock/run mode. It was reported that the handpiece device stopped intermittently while running. It was reported that the event occurred before use on a patient. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.